Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. The customer was advised to disconnect from the pump. Troubleshooting was performed and the product performed according to specification. No product is being returned. Nothing further to report.